Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported a device (lot number 15070570) was placed in use with patient during a two hour surgical operation. According to reporter, during the operation, the tube shaft became kinked at the 16mm mark and exchange of the tube was required to continue ventilation. User facility stated this second event occurred on (B)(6) 2016. No adverse effects to patients were reported.